Event description:
(B)(6). Rn with (B)(6) hospital reports the patient came in for a clogged PICC line and is being admitted to get central line replaced. Unknown estimated discharge date or length of stay. Unknown if md is aware. No further information, details, or dates provided. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system.